Event description:
The customer reported to olympus, the colonovideoscope had b30 error, scope communication error. The issue was found before procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of air/water cylinder had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found flexibility adjustment ring had a scratch, grip had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, right/left knob had discoloration, up/down knob had discoloration, switch flexible printed circuit unit cover had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, scope connector case unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, micro connector unit in suction connector had corrosion due to water leakage, due to corrosion on plug unit, b30(scope communication error) occurred, due to wear of angle wire, the play of up/down knob was out of the standard value, plastic distal end cover had a chip, objective lens had a scratch, connecting tube had coating peeling, connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in a/w cylinder¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.